Manufacturer narrative:
Additionally, follow-up information was received on 18-apr-2016 and 19-apr-2016: quality-safety evaluation of product technical complaint was received on 18-apr-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. On 19-apr-2016, the questionnaire for pregnancy under essure was received unfilled. The physician stated he already provided all that information before. Company causality comment: this spontaneous medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and 5 years later had a intrauterine pregnancy. She terminated the pregnancy. The patient also had heavy bleeding/menorrhagia and pelvic pain, and underwent a hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, hysterosalpingogram was normal and read by experienced radiologist. Since the pregnancy occurred 5 years after essure insertion, a contraceptive failure cannot be excluded. After essure insertion, genital bleeding/menorrhagia and pelvic pain may occur. Given the nature of these events and in the lack of alternative explanations, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2009. Hysterosalpingogram was normal and read by experienced radiologist. In 2014 intrauterine pregnancy occurred. Patient terminated the pregnancy. Hysterectomy was done due to heavy bleeding. Both inserts were found in each tube. Follow up information (pregnancy questionnaire) received on (B)(6)-2016: this case refers to an adult female patient. Her bmi was (B)(6). Essure was inserted in (B)(6)-2010. The patient was 9 weeks post-partum at time of the report; her last delivery was on (B)(6)-2015. Prior to the insertion procedure no abnormal uterine findings were observed. During 3 months following the insertion she used another contraception method. On (B)(6)-2010, the hsg (hysterosalpingogram) test was done and confirmed bilateral tubal occlusion. The pregnancy was confirmed by the physician and essure was in situ after the diagnosis; the patient decided terminating the pregnancy at about 10 weeks of gestational age. A laparoscopic hysterectomy and bilateral salpingectomy were performed on (B)(6)-2015 due to menorrhagia and showed the devices in place. The pathology results showed chronic cervicitis and unremarkable bilateral fallopian tubes showing only placement of a helical wire in the left and right cornu consistent with essure placement; it also observed left paratubal serous fluid filled cysts at fimbriated end and both fallopian tubes with diffusely patent lumen. According to the notes, the pre and post-operative diagnosis included pelvic pain. Company causality comment: this spontaneous medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and 5 years later had a intrauterine pregnancy. She terminated the pregnancy. The patient also had heavy bleeding/menorrhagia and pelvic pain, and underwent a hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In the present case, hysterosalpingogram was normal and read by experienced radiologist. Since the pregnancy occurred 5 years after essure insertion, a contraceptive failure cannot be excluded. After essure insertion, genital bleeding/menorrhagia and pelvic pain may occur. Given the nature of these events and in the lack of alternative explanations, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.